Manufacturer narrative:
The returned amplifier functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed on the returned amplifier, the reported catheter shift and incomplete procedure were unable to be confirmed.

Event description:
During a pulmonary vein isolation procedure, a shift occurred following two hours of procedure and the procedure was unsuccessful. A new geometry was created but another shift occurred after 15 minutes. A third geometry was created to finish the ablation lines but a full isolation of the pulmonary vein was unable to be confirmed due to the shift and the physician felt the procedure was unsuccessful. There were no adverse consequences to the patient.